Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 270mg/dl at time of incident. Customer states was asleep when pump error occurred, pump was not exposed to magnetic field. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self -test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No pump error 38 alarms noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case and pillowing keypad overlay.